Event description:
Information received by medtronic indicated that the customer got battery failed alarm and time clock anomaly. Customer had lost insulin pump setting and had insulin pump error alarm. Customer reported rainbow oily effect on screen. Customer declined troubleshooting. No harm requiring medical intervention was recorded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w ver 4.11e. Retainer = black. Case type = ngp. The customer returned the pump for an alleged unexpected battery failed alarm (rejecting brand new batteries), lost programmed pump settings, clock running fast, and a rainbow/oily effect found on 11/1/2022. The pump powered up properly after battery installation. No rainbow effect or display anomaly was noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed batt test (battery failed) alarm or additional unexpected power-related alarms were noted during testing. No failed batt test (battery failed) alarms, critical prmp error alarms, or fatal alarms were found in the pump history, long trace, or detailed trace files. A further review of the pump history file reveals the following battery/power-related alarms and alerts for the year 2022: five (5) low battery alerts (8/25, 9/21, 10/19, 11/16, and 12/17), two (2) change battery fault (replace battery) alerts (11/17 and 12/18), two (2) off no power (replace battery now) alarms (11/17 and 12/18), three (3) batt out limit (power loss) alarms (12/18 and 2x 12/20). Programmed the pump with the current time and date; set a 1 unit per hour basal rate and monitored the pump for eight (8) days. No unexpected time gain/loss was noted during the monitoring period. Removed the battery, installed the test battery after 10 minutes, and powered the pump off and back on (safe shutdown) several times during the monitoring period. The programmed pump settings stayed in the pump memory with no lost settings occurring. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, scratched keypad overlay, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. The rainbow effect/oily display appearance anomaly is not confirmed. Unexpected battery failed alarms are not confirmed. The clock running fast anomaly is not confirmed. The time and date functions are performing properly. The lost settings complaint is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.